Event description:
It was reported by the customer that the 50 cc sensation plus iab was placed before CABG was performed. The iabp was in place during procedure and the procedure was done "on pump." Following surgery, iab support was continued and physician was called because of rising lactic acid levels (up to 12); a CT scan was ordered. The tip of the balloon was visualized at presumably the correct anatomical location, distal marker was not visible, however the distal portion of balloon extended beyond sma (superior mesenteric artery). A gi consult was called, the balloon was then removed, and pts lactic acid imbalance improved, however patient coded. A second iab (40 cc sensation plus) was inserted during resuscitation; with the pt subsequently expiring.

Manufacturer narrative:
Since the device info was not available, the customer shipping history was reviewed to determine the most likely lot(s) involved in this event. A lot history review was performed for those lots. No nonconformances were found that are considered to be related to the event. (B)(4).